Event description:
It was reported the device displayed -no disposable- alarms after putting on a new prefilled cassette. Tubing on top of cassette found to be raised somewhat. Troubleshooting resolved, cassette restarted and infusing. No patient injury was reported.

Manufacturer narrative:
Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.